Manufacturer narrative:
(B)(4). Batch # r9475m. The analysis results of the d12lt found that it was received with the reset button in disarmed position. In addition, the tyvek was returned along with the instrument. In order to evaluate the reported incident, the instrument was functionally tested; when the reset button was pushed to the armed position it was noted that the button returned to the unarmed position and the shield remained locked preventing the exposure of the blade. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, the blade shield wouldn't retract on the d12lt. They inserted the trocar and the blade did not retract as normal. It created a hematoma. They watched the hematoma and there was no injury to bowel that they could see. The surgeon does have the patient scheduled for a follow up (meaning a routine post-op follow up by the surgeon, which is normal for this procedure). Case completed with another device of the same product code. There were no patient consequences reported and the patient is recovering from the surgery just fine.